Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# va1fjda, implanted: (B)(6) 2017, product type: lead. Product ID: 3389s-40, lot# va1fjda, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the leads were implanted 10 mm too deep. It was reported that the CT and MRI images were merged and verified prior to implantation. The plan was to program on the current leads and if that fails, they will replace the leads in six months. No further complications were reported. The patient¿s indications for use were parkinson's dual and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep), reporting that the merge of the CT and MRI was not accurate, despite being verified by the healthcare provider (hcp) prior to the case. The inaccuracy was not noticed until further analysis of the merge was performed post-op. The rep reported that the patient presented some facial pulling during intra-op testing, which seemed to resolve with lower voltages. No further patient complications have been reported as a result of this event.